Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone14.7. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient required medical attention due to low blood glucose levels, on (B)(6) 2026. The patient's blood glucose levels declined to 39 mg/dl while wearing the pod. The patient stated that when she experienced low glucose levels, her son had to use a glucagon pen on her for assistance. Additionally, customer mentioned she might have skipped a meal but was unsure. An ambulance was called, as a result of this hypoglycemic event. Details regarding treatment were not reported. Patient did not share information about hospital stay.